Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported the aligners are causing their jaw condition to worsen. Their dentist also informed them that they noticed discoloration of their teeth. Their dentist advised them to discontinue aligner treatment. Patient provided a letter of recommendation.this is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.